Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
While reporting issues with a lost sensor alarm, customer reported having a blood glucose level of 400 mg/dl earlier in the day of the call. Blood glucose level was 364 mg/dl at the time of the call. Troubleshooting did not find any error alarms in the insulin pump's history and was able to correct the lost sensor alarm. No further information was provided.